Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 29mm sapien 3 valve failed after a duration of 3 years and 9 months post implant in the aortic position. The patient was experiencing fatigue. Echo prior to the valve in valve showed severe stenosis. Leaflets were calcified and restricted. An echodensity seen on bottom of right leaflet was assumed to be calcium. Mean valve gradients measured 56mmhg, and ava measured 0.95cm2. The patient underwent a valve in valve procedure with a 29mm sapien 3 ultra resilia valve. The valve in valve was successful with great result. The patient was discharged on post-operative day 1.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h11. The valve calcification reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The sapien 3 valve remained implanted and was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The valve calcification was unable to be confirmed. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, sapien 3, and sapien 3 ultra valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). Available information suggests patient factors (hyperlipidemia, hemodialysis, renal failure) likely contributed to the event as patient medical history of hyperlipidemia, hemodialysis, and failed kidney transplant was reported. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.